Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-70e, serial #: (B)(4), description: trial linear st lead, 70cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed allodynia after the trial procedure. It was noted that the patient was sensitive to touch in arms. The physician was not sure of the cause. The patient had an early lead pull.